Event description:
It was reported that during a hepatic segmentectomy procedure, the teflon pad got detached from the device. That happened to three devices. The pt is in good condition. Unk how case was completed. The following info was requested and received: no, the tissue pads got kind of pending, but did not fell into the pt. The surgeon had to use a 4th device to complete the surgery.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.